Event description:
A customer contacted beckman coulter (bec) to report that the coulter lh 750 hematology analyzer gave incomplete differential (non-numeric) results. There were no erroneous results generated. Correct results were obtained by rerunning the patient samples on another instrument. Controls were run before the incident and recovered within the assay range. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Printouts are no longer available. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
It was determined that the cause of this issue was the lh series pak since replacing the pak cleared the problem. However, the customer called in to report that incomplete differential (non-numeric) results were generated when the problem re-occurred again the next day. The fse went back to the customer site on (B)(4) 2013 and confirmed there were no differential results upon arrival and tried a new lh pak without improvement. Upon further investigation, the fse discovered that the differential lyse pump was pumping erratically and that the return spring was broken and replaced the pump. The fse found the pump was still pumped erratically and determined there was an occlusion in the left most shear valve. The fse ordered a new valve and on (B)(4) 2013 replaced the shear valve 85/126 to repair the instrument. Failure mode was the differential shear valve 85/126. The samples gave incomplete computation (non-numeric results) which alerted the customer to a problem.